Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that over a period of 3 months noise and high impedance were observed. Noise was reproducible. Insulation anomaly suspected. The lead was explanted, but will not be returned for analysis due to extensive damage during laser extraction.